Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a five second video clip was provided. The video shows a dialyzer connected to the machine. There is blood visible on the outside of the fibers in the bell housing, indicative of an internal leak. There was no damage visually noted that may have caused the internal blood leak. During the lot history review it was noted that there were four other complaints reported against the lot. A review of the production record was performed. There was one temporarily approved dn noted on the lot and it was unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The provided video indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred about 10 minutes after the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed by the arterial header cap of the dialyzer. The machine, a fresenius 5008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment after the dialyzer and (non-fresenius) bloodlines were replaced. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred about 10 minutes after the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed by the arterial header cap of the dialyzer. The machine, a fresenius 5008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment after the dialyzer and (non-fresenius) bloodlines were replaced. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.